Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a g7 sensor, with no reported infusion set leaks, no pump alarms, and confirmed very high blood glucose on fingerstick. Symptoms included elevated blood glucose. Outcomes included administration of subcutaneous insulin by manual injection and temporary disconnection from the pump per guidance. Investigation included user troubleshooting and review of device status as reported by the user. Investigation of this case revealed no device alarms or infusion set issues reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.